Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda it was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). It is unknown at this time if additional treatment was provided. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: due to short and thin leaflets, visualization was difficult. The clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Additional treatment was not performed. Two clips were implanted, reducing mr to 3.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstances, due to challenging visualization and patient¿s anatomical conditions. Poor image resolution was due to challenging patient anatomy.there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.na